Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during implant attempt, the physician was unable to get access into the coronary sinus branch due to tortuous anatomy. The lead was not used and a new lead was implanted. No patient complication have been reported as a result of this event.